Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon shoulders are slightly unfolded, and blood was found inside of the inflation lumen and the balloon lumen. The stent is still crimped on the balloon between the x-ray markers and the crimped diameter is still in specification. The proximal balloon shoulder shows a damage in the shape of a small cut. This cut is reaching through the wall of the balloon shoulder, causing a leakage. The leakage of the balloon most likely contributed to the inability to expand the stent. However, the cause of the damage of the balloon shoulder could not be clarified. Review of the product release documentation verified that the instrument detailed above was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test and a pressure test. The instrument was delivered in a leak-proof condition. Based on the conducted investigations no material or manufacturing related root cause could be identified.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug eluting stent system was selected for treatment. The balloon did not inflate and the pressure did not rise. The orsiro was removed and the intervention was completed with and other device.